Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has lost ability to urinate, and can't communicate with their patient programmer (pp). The return of symptoms started sunday. Patient was told the device would last 10 years. Agent did not ask about the circumstances that led to the reported issue. Tried to connect the patient programmer to the stimulator with and without the antenna and got poor communication. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Explained since the patient doesn't have relief of symptoms and is getting poor communication, the battery may have reached end of life.